Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident ii titanium cluster 58f; cat# 702-04-58f; lot# 68925301a. 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# 5j4a. Delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 70932801. Size 5 accolade ii 132 deg; cat# 6720-0535; lot# 68792401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported by rep: "irrigation and debridement with poly liner exchange (left). Pre-op diagnosis: status post tha, complication of artificial joint, seroma [pocket of fluid composed of blood plasma] of hip. No further information available"